Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used during a stent placement procedure for a stricture in the second duodenal portion due to advanced carcinoma, performed on (B)(6), 2008. According to the complainant, the stent was placed successfully, but optimal position and expansion were not achieved. There were no patient complications reported as a result of this event. On an unknown date, the patient died. The patient's death was deemed cancer-related. The site reported "death due to advanced disease - patent stent".

Manufacturer narrative:
(B)(4) (stent, fail to expand). (B)(4) - wallflex duodenal registries. As the unit has not been returned, the complaint investigation site could not perform a technical analysis. A labeling review was performed and no anomaly was found. The most probable root cause is anticipated procedural complication.